Manufacturer narrative:
The affected devices and further information have been requested for the investigation. For each infection case a separate complaint was recorded and each case will be reported separately. The 10 cases have the following karl storz reference numbers: (B)(4). This complaint #(B)(4) is representing the second of the two cases that happened sometime within the last 15 years. The precise event date or further information about event and the product are currently not known. Although the model of cystoscope used in this case was not provided, we filed this report using the provided model11272vh flexible video cystoscope; once the correct model is provided, a supplement report will be submitted.

Event description:
As per manufacturer incident report #(B)(4) received from the factory in germany: received information from the clinic: "I have been using flexible cystoscopy in my clinic since 1997. Annually I perform cystoscopy on the average in 300 cases. Our infection rate was very low previously; according to our records we had only 2 cases over the last 15 years. We recently upgraded our system with a brand new two digital flexible cystoscopes (11272vh) at last august 2021. Unfortunately, our infection rate significantly increased after this change. We had severe infection in 8 cases in 10 months although my staff is very experienced in this procedure. We have been working together for nearly 25 years. Seven of 8 patients had infection with klebsiella and 1 had e. Coli. Previously, we were using cidex opa, but we recently replaced it with sekusept aktiv. I designed a stainless-steel container and sterilized this container every two weeks. I routinely use prophylactic antibiotics and perform urine culture before cystoscopy. We took culture from different parts of our procedure room and no significant bacteria growth was observed. Despite our all efforts we had a significant rate of infection by using the new digital flexible cystoscopes."